Manufacturer narrative:
(B)(4)

Event description:
It was further reported that in the intensive care unit (ICU), the patient developed severe chest pain followed by ventricular tachycardia. The official cause of death was cardiac arrest.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-07213. It was reported that stent thrombosis, cardiac arrest occurred and the patient died. Vascular access was obtained via the femoral artery. The 95% stenosed, 3x18mm, concentric, de novo target lesion was located in the non-tortuous and moderately calcified ostial left anterior descending artery (lad). Following predilitation, a 3.00x24mm promus element plus drug-eluting stent was successfully implanted in the lad and post dilated. Post deployment, it was noted that there was a plaque shift to left circumflex artery (lcx). A 2.50 x 24mm synergy drug-eluting stent was implanted in the lcx. It was also noted that stent thrombosis occurred and the patient had cardiac arrest. Kissing balloon technique was performed and the procedure was completed. However, the patient died while in the ICU.